Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt fell and dislocated snap in constrained liner. Doctor proceeded to place a zimmer revision shell and cement a 44mm all-poly constrained. No other info per hospital protocol."